Event description:
It was reported that interrogation showed frequent atrial noise. Noise was reproducible on the atrial channel during isometrics, but not on the ventricular channel. Though noise was observed on the egms. Increase in capture threshold of the right ventricle was also noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.